Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and thermistor were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and thermistor. The sensor board and thermistor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was due to flow sensor (mt2) being out of tolerance. The thermistor was evaluated and was found to operate to design specifications.